Event description:
Cath lab room(B)(6)- new merge pdm [patient data module] #(B)(6): during pacemaker insertion there was multiple repositioning of rv [right ventricle] lead. Patient had a blood pressure cuff reading in 50's systolic. After a second cuff reading of 60's systolic, merge vitals screen completely shut down and was showing a black screen with the error message "pdm disconnected". At that time, it was assumed patient was experiencing a cardiac tamponade. Rn went to get another portable vitals machine. Another nurse was troubleshooting merge. Was able to get merge back up after a shutdown of the monitor and pdm. It was down approximately 15-20 minutes while patient was deteriorating.